Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. No adverse patient effects were reported. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and data analysis indicated battery is depleting normally. No adverse patient effects were reported.

Manufacturer narrative:
The pacemaker was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected. The pacemaker is depleting normally, this is now a non reportable event.